Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced discomfort during use and felt as if there was a shock in a nerve at the insertion site. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.